Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.194¿ x 0.565¿ was found to be broken off. The broken piece was not returned. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument tip broke in the patient's abdominal cavity/pelvis, an investigation is in progress to determine the cause of this reported event. Isi received the da vinci fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis and the investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument tip broke in the patient's abdominal cavity/pelvis. The fragment was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter provided a completed intuitive product defect information form, which confirmed the reported information.